Event description:
Covidien received information that an 840 ventilator experienced a breath delivery (bd) central processing unit (cpu) malfunction. The malfunction did not occur during patient use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the customer reported issue. The cse found error codes indicating communication with bd was lost. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb), which resolved the reported issue. The ventilator passed performance verification testing (pvt) .(B)(4).